Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this pacer dependent patient with atrial fibrillation was syncopal. Threshold and impedance measurements were normal, but sensing had decreased and r-waves were normal, but sensing had decreased and r-waves were varying in size. Daily measurements looked fine. Technical services noted that since this is a new implant, there could be lead movement or loss of capture based on the patient's symptoms. The patient's son was present during his syncopal episode and noted the patient had a pulse the 15 minutes he was passed out. All evidence indicates the products remain in service. Should additional information become available, this report would be updated.